Event description:
The customer reported experiencing dizziness for 3 weeks due to a display light problem on their precision xtra meter. The customer was diagnosed with severe hyperglycemia and treated with metformin, glyburide and januvia by a doctor at a medical clinic. There was no report of permanent impairment or death.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing.